Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have recessed tb-20 connector pins. This causes the device to not measure data as designed and causes the screen to show a "sensor off patient" error message with a known good sensor as tested. The customer's complaint was duplicated. E1: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device stops reading the parameters after a few minutes. There was no patient impact or consequence reported.

Event description:
The customer reported that the device stops reading the parameters after a few minutes. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.